Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient noted they were throwing up for no reason and they were having convulsions in their legs and they weren't certain if it was neurological or if it's the spinal cord stimulator making them occur and once they turn off the stimulator they seem to subside the convulsion in the legs and this has occurred way more than once in way too many times and patient almost had to go to the emergency room the last time and patient was uncertain of what was going on with their device. Patient was upset because they couldn't get the correct knowledge they needed to get this taken care of and patient didn't want to have any detrimental events that were going to leave them paralyzed or hurt for the rest of their life. Patient did not want anything to occur improperly and patient wanted to make sure their device was working properly. The issue was not resolved through troubleshooting. The caller was redirected to healthcare provider and mdt rep.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.